Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au680 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic lytes results with the instrument. The fse initially replaced the buffer valve, but no change in operation. The fse then obtained replacement locking/grounding washers and placed on the grounding screw to printed circuit board (pcb) and along the bottom of the pcb holder to resolve the issue. The fse then ran subsequent tests and calibrations successfully. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified a grounding issue, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding a recurrence of erratic lytes results on the instrument.